Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump returned with moisture in the display lens. Pump has no audible or vibratory features and the display screen remains blank. The attempt to download the pump history and black box was unsuccessful. Leak test fails with audio bolus button leak. Removed cover; internal moisture was present in pump. Investigators were unable to complete required investigation steps 10, 11, 13, 21 and 22 due to internal moisture ingress in pump. Returned battery cap/returned cartridge cap used to complete testing.